Event description:
The reported event was from a hosp and was compiled from a nursing staff survey. The survey was generated and conducted by a nurse from the hosp. In this complaint, no specific pt info, medications administered or pt outcomes were provided to determine if a serious injury occurred. Complainant states the dressings do not completely seal around the IV catheter, and IV's become dislodged easily. The paper backings make the transparent film difficult to apply over IV hub. The edges of film dressings roll with pt movements. One report of curled edge of adhesive sticking to bedrail and causing dislodged IV. Outcome attributed to adverse event: IV sites dislodged.

Manufacturer narrative:
Eval summary: the monitoring samples were reviewed and found within specs for adhesion testing. Subjective assessments of the returned samples were conducted for adhesion, tack and adhesive spread. All test results were satisfactory, and no faults were observed. We are continuing to investigate preparation techniques with these products.